Manufacturer narrative:
(B)(4)

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Off-label insertion site. Product was provided for investigation. An external visual inspection was performed and passed/failed. Test 1 was performed and passed/failed. Test 2 was performed and passed/failed. Test 3 was performed and passed/failed. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire could not be determined. No injury or medical intervention was reported.